Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported three patients underwent lasik ended up with hypercorrection. Additional information has been requested. There are three related reports for this facility. This report addresses patient three and other manufacturer reports will be filed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history showed no abnormalities that could have contributed to this event. The review showed that the laser was successfully verified prior to the date of report. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).